Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Right heart failure is a potential event that may be associated with use of the product. Right heart failure usually develops within the first 24 hours after lvad implant. The IFU provides guidelines on management of right heart failure. Patients implanted with vad's often have preexisting conditions that may exacerbate right heart failure. With review of the available clinical data there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the right heart failure is perioperative right ventricular injury, and the patient's complex medical history and conformities. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. The pump remains implanted in the patient and thus is not available for return. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient required a return to the operating room for implantation of a temporary rvad on (B)(6) 2015 due to a "struggling heart". Weaning was attempted several times without success. A permanent rvad was implanted on (B)(6) 2015. The last report received indicates that the patient remains intubated in the intensive care unit on permanent rvad and lvad support.